Event description:
Account stated that they had two samples that gave discrepant results for troponin t. The first sample gave an initial result of 0.078 ng/ml, and repeated as <0.01, 0.042 an d<0.01. The second sample gave an initial result of 0.069 ng/ml and repeated as <0.01 and <0.01. The account did not indicate the incorrect results caused an adverse event. The field svc rep found the sample probe was misadjusted and repaired the instrument by aligning the probe.